Event description:
Customer reported device = hi at 8:am. Customer took insulin and ate breakfast. Four hours later, device = hi. Customer took more insulin. Customer buttoned out. Paramedics were called and their device = 30mg/dl. Customer was transported to the ermergency room (ER) and was treated with medication and food prior to being discharged. No controls usesd. A request was made for return product and replacement product was sent.